Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In summer 2023 the user recognized that the internal device is not working and the user is not able to hear if the coil is automatically on the correct position on the head were the implant magnet is. However, when the coil is displaced by a minimal distance, pairing occurs, the internal device starts working, but the coil itself must be held or fixed in this position additionally, otherwise it shifts to the correct position in which the implant does not work, or is not fixed at all (falls off the head). A re-implantation is considered but no date has been set yet but will likely not take place within the next 3-4 months.

Event description:
In summer 2023 the user thought that the internal device was not working, and the user was not able to hear when the coil is automatically located on the correct position on the head where the implant magnet is. However, when the coil is displaced by a minimal distance, pairing occurs, the internal device starts working, but the coil itself must be held or fixed in this position additionally, otherwise it shifts to the correct position in which the implant does not work or is not fixed at all (falls off the head). The user has been re-implanted.

Manufacturer narrative:
Additional information: from the received information from the field, the external audio processors magnetic retention to the internal implant magnet was abnormal. However, questions which have been asked to the field, have not been answered, therefore a root cause cannot be determined due to lack of information. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Additional information: from the received information from the field, the external audio processor_s magnetic retention to the internal implant magnet was abnormal. However, questions which have been asked to the field, have not been answered, therefore a root cause cannot be determined due to lack of information.

Event description:
In (B)(6) 2023 the user thought that the internal device was not working, and the user was not able to hear when the coil is automatically located on the correct position on the head where the implant magnet is. However, when the coil is displaced by a minimal distance, pairing occurs, the internal device starts working, but the coil itself must be held or fixed in this position additionally, otherwise it shifts to the correct position in which the implant does not work or is not fixed at all (falls off the head). A re-implantation is considered but no date has been set yet.

Event description:
In summer 2023 the user thought that the internal device was not working, and the user was not able to hear when the coil is automatically located on the correct position on the head where the implant magnet is. However, when the coil is displaced by a minimal distance, pairing occurs, the internal device starts working, but the coil itself must be held or fixed in this position additionally, otherwise it shifts to the correct position in which the implant does not work or is not fixed at all (falls off the head). The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the header assembly. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. The problems described in the recipient report appear to match the damage found. This is a final report.